Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04915. It was reported that the patient tripped and fell on the ipg site on (B)(6) 2019. Since then, the patient has eight contacts on the scs lead with high impedances and they are experiencing uncomfortable stimulation. As a result, surgical intervention may occur to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient's therapy has been restored. The issue has resolved.